Event description:
It was reported that the user experienced hyperglycemia after changing pump supplies overnight, with blood glucose rising to 320 mg/dl and later 288 mg/dl; the user did not check ketones, confirmed insulin drops at the tubing after a fill, was advised to replace the infusion set, and later reported not needing to change the site with no site issues noted. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no reported injury. Investigation included phone-based troubleshooting and education, including confirmation of flow through the tubing and guidance to change the infusion set to assess for a bent cannula or site failure. Investigation of this case revealed no alarms, no device restart, no confirmed infusion set failure, and no confirmed cannula damage. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.